Event description:
The customer reported "battery brown out test failed was generated by opcheck. Rfu displays red x. The device cannot be used". There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.